Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedances. Oversensed noise was also observed which caused inappropriate atrial tachy response (atr) episodes. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).